Manufacturer narrative:
(B)(4).

Event description:
The customer received a blood glucose test of 18mg/dl on the contour next link and became unresponsive. A relative called the paramedics. The customer was given 2 glucotein shots and ultimately had a blood glucose reading of 150mg/dl. She was discharged 3 hours later. The customer was asked to return the test strips for investigation. New meter and strips were sent to her.